Event description:
Information received by medtronic indicated that the insulin pump had blank display. The customer changed multiple batteries but display was still blank. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the pumps display did not return after pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged blank display found on (B)(6) 2021. Device received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Device was cut open to perform visual inspection and found a crack on the u6 chip. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. Blank display due to cracked u6 chip.